Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per log analysis, initially the gas system reported blending gas pressure low (air). This will cause the gas system to ignore flow adjustments from the central control monitor (ccm) (but not fraction of inspired oxygen [fio2]). This will also prevent the calibrate button to be inactive. The system is rebooted and then it appears both air and oxygen (o2) supplies are turned off or disconnected multiple times. All indications point to a problem with the input supply pressure. During the laboratory evaluation, initial inspection showed the o2 input connector to be loose from the back panel of the electronic patient gas system (epgs). The loose connector did not contribute to failure of the epgs. The product surveillance technician (pst) tightened the connector to the panel of the epgs before testing. The pst connected the epgs to a system-1 simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm. After the 15 minute warmup period, the calibration button on the ccm illuminated. Calibration of the epgs was then initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.04 volts (v), within the specification of 0.55-2.758 volts. The pst tested the epgs further by removing and applying power, waiting the 15 minute warmup time; the calibration button illuminated every time and the epgs passed calibration every time it was initiated. The pst operated the epgs through its range of flow and oxygen with no failure occurring; no error messages received. The pst set the air and oxygen inputs to the epgs for 25 psi, below the minimum of 30 psi, and the epgs would not calibrate. The calibrate button did not illuminate and "low air supply pressure" and "low oxygen supply pressure" alarms were received. All functions of the epgs operated as designed during lab testing. Nothing was observed that would cause failure. The product will be sent to service to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00329. The field service representative (fsr) was not able to test this epgs because the customer has removed oxygen and air lines from the epgs and installed them on a pole-mounted sechrist blender. The fsr found the oxygen inlet fitting is loose on the epgs, so he decided to replace the epgs for customer satisfaction. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.

Event description:
It was reported by the customer that they have been having problems (no specific dates and times) with their electronic patient gas system (epgs) calibrating. No other details regarding the nature of this event were provided.